Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 29mm sapien 3 valve in the aortic position by transaxillary approach. The crimping step was carried out correctly and the esheath was inserted in the patient without complications. The delivery system was inserted in the esheath and the procedure. There were difficulties when advancing the system through the native calcified valve. As the angle was not favorable, the valve became stuck in the commissure of the native valve. It was attempted to solve the situation by relocating the valve but the team realized that the flex wheel did not respond. After trying to turn the wheel in both directions, significant tension was noted in the system. As the patient was unstable, they decided to deploy the valve in the aortic arch. After stabilizing the patient, a second attempt was performed via the transapical approach. The procedure was performed without any issue, the patient was stable at the end of the procedure and finally discharged.

Manufacturer narrative:
The device was not returned for evaluation as it was contaminated. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of crossing difficulty and articulation difficulty were unable to be confirmed due to unavailability of the device's return nor applicable imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the delivery system was inserted in the esheath and the procedure was being successful but they had difficulties when advancing the system through the native calcified valve. As the angle was not favorable, the valve became stuck in the commissure of the native valve. They tried to solve the situation by relocating the valve, but they realized that the flex wheel did not respond. After trying to turn the wheel in both directions, it was noted a significant tension in the system. As the patient was instable, they decided to deploy the valve in the aortic arch.'' Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. In this case, patient presented an angulated aorta. Per training manuals and screening manuals ''horizontal aorta'' and ''heavy calcification'' are identified as potential factors that may contribute to the difficulties crossing native valve and achieve proper valve positioning. In this case, it is likely that angulated aorta may have prevent the commander delivery system and crimped valve advance through the aortic root and valve. Additionally, provided information indicated that there were ''difficulties when advancing the system through the native calcified valve''. The presence of calcification can cause interaction between the advancing delivery system with thv and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus, especially if compounded with angulated aorta. As such, available information suggests that patient factors (calcification, angulated aorta) may have contributed to the reported event. No manufacturing non-conformances were identified during evaluation. A definitive root cause is unable to be determined. However, available information suggests patient factors (calcification, angulated aorta) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative actions are required. It is possible that excessive manipulation was applied to the flex wheel during articulation while tracking through the anatomy and attempting to relocate the valve. As such, the excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus. However, in this case due to insufficient information a definite root cause is unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.